Manufacturer narrative:
Additional information has been provided in g.1, g.2, h.6 and h.10. A sample was not received at the manufacturing site for evaluation for the report of blunt knives; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. All knives are 100% inspected by trained operators using magnification during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that three knives were blunt. Alternate knives were used to complete the cataract procedures. There was no patient impact. The knives were discarded by the customer.